Manufacturer narrative:
The reported guide wire was received engaged in the oad used during the procedure. The spring tip proximal solder bond and distal spring tip core were observed to be detached and missing. The guide wire was removed from the driveshaft of the oad. There was no damage observed to the oad or driveshaft which would have contributed to the reported event. Scanning electron microscopy was performed and found damage consistent with the spinning driveshaft having come into contact with the guide wire spring tip solder bond, which may have resulted in the solder bond damage and fracture of the spring tip. The instructions for use for this device state "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result". The report of the oad becoming stuck on the guide wire was unable to be conclusively confirmed. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a peripheral orbital atherectomy procedure using the csi orbital atherectomy system (oas), the orbital atherectomy device (oad) became stuck on the guide wire following atherectomy treatment. The wire and device were removed together and the procedure was completed with no adverse consequences to the patient. Upon receipt and analysis of the oad and viperwire guide wire, the guide wire spring tip was found to be detached. There have been no additional patient complications reported.